Event description:
It was reported by a company representative that during a vns replacement surgery the surgeon felt that he could see what he thought was a microfracture on the lead, but diagnostics showed impedance within normal limits. Diagnostic results were also normal after the pocket was closed. The surgeon decided not to make a change to the lead. Additional relevant information has not been received to-date. No known surgery has occurred to-date.